Event description:
Home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during the second cycle of hp's automated peritoneal dialysis (apd) therapy. Reportedly, hp disconnected hp's transfer set from the pt line of the homechoice set, without pausing hp's apd therapy. When hp returned, the homechoice machine was alarming. In response to the alarm, hp reconnected the pt line of the homechoice set to hp's transfer and attempted to resume hp's apd therapy. Tsc assisted hp in ending hp's treatment early. Per rn, no pt injury or medical intervention was associated with this incident.